Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the evis lucera elite colonovideoscope exhibited e315 scope error. The event occurred during preparation for use, prior to a diagnostic enteroscope procedure. It was reported that the procedure was completed using similar device with no delayed. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The device was not returned to olympus; therefore, the status of the device was unable to be confirmed and the cause could not be estimated. The event can be detected/prevented by following the instructions for use which state: "inspect the endoscopic image." Olympus will continue to monitor field performance for this device.